Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.please retract this MDR as it relates to MDR number 2938836-2013-02108 and all new information will be provided in a supplemental report under that MDR number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to oversensing.